Event description:
Wore a reprocessed mask; mask was reprocessed x1. While in room, face became red, itching, bumps appeared and rash. By the end of the day, face was extremely red and itching, eyes watery and itching, mouth tingling. Went home and took a xyzal for the reaction. Awoke in am, eyes red and swollen, cough developed. FDA safety report ID # (B)(4).